Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The beckman field service engineer replaced multiple hardware parts including the ise electrodes, probes, syringes, valves, mixer motor, and tubing to resolve the issue. (B)(6).

Event description:
The customer reported obtaining high sodium (na) patient results involving the au5800 clinical chemistryanalyzer. Quality control was running high prior to the generation of the high results. There was no change to patient treatment in association with this event.